Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 145 ohms. This had been a gradual rise over the prior year. Troubleshooting options were discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. Additional information received reported that device based testing was performed. A 41 joule commanded shock was delivered, which resulted in shock impedance measurements of 112 ohms. No additional adverse patient effects were reported. The lead remains in service. Additional information was received which reported that this lead was later surgically abandoned due to high shock impedances of greater than 125 ohms. It was noted the lead was inspected via fluoroscopy and no issues were observed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 145 ohms. This had been a gradual rise over the prior year. Troubleshooting options were discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
Additional information received reported that device based testing was performed. A 41 joule commanded shock was delivered, which resulted in shock impedance measurements of 112 ohms. No additional adverse patient effects were reported. The lead remains in service.